Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had broken optical fibers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the universal cord sheath light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage to the universal cord sheath light guide bundle has most likely caused a failure in the light transmission function. The cause of the universal cord sheath light guide failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.